Manufacturer narrative:
The only information dräger could obtain was that the device is back in use after having been repaired by a third-party service company. It is not clear if the event relates to a device malfunction, which type of alarm was posted, if ventilation indeed stopped and what kind of measures were necessary to put back the device into fully operable state. Hence, this report was filed in abundance of caution because it cannot be excluded on the base of the available details that a deterioration in state of health results for a patient with difficult lung/ventilation conditions if the malfunction recurs. A case-specific evaluation is not possible due to lack of information. The incoming complaint ratio for the product is stable on low level.

Event description:
It was reported that the device "did not deliver gas to the patient" and posted an alarm. It was explicitly mentioned that no injury has occurred.